Event description:
The customer reported to olympus that the 4k autoclavable camera head had no image, and a communication error was displayed during a therapeutic procedure during inspection for use. The device was exchanged and there was a 5-minute delay, but the intended procedure was completed with another similar device. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed and found to be due to a faulty cable. Additional evaluation findings were as follows: the cable part had a twist, there was poor water tightness due to the cable damage, and the head main body had wear (printing). Based on the results of the investigation, it is likely that the following led to the malfunction: that an image was not displayed because communication failure occurred due to a faulty cable. As to the cause of the faulty cable, it is surmised that the cable was broken due to water entering from the scratches on the cable. However, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor the field performance of this device.